Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had an absence of occlusion alarm. The customer's blood glucose was unknown. Troubleshooting was not performed. The clamp tubing process was not possible at the moment. There was no indication that the anomaly was resolved. The insulin pump will not be returned for analysis.